Event description:
It was reported that while the physician was in the emu, high impedance was observed on the patient's vns during interrogation. It was reported that a chest x-ray was performed and a lead fracture was identified. The x-rays have not been reviewed by the manufacturer to date. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.